Manufacturer narrative:
See MFR: 3012307300-2017-01988 and 3012301300-2017-01989.

Event description:
It was reported that a clinician received a needle stick when using a saf-t wing® blood collection and infusion set. Clinician noticed there was a burr inside that's catching when the safety device was activated. Medical intervention was required. No other adverse health outcomes were reported.